Event description:
A purchasing assistant reported that an intraocular lens (iol) was exchanged because it "would not stay in position." In a follow up, an assistant reported the event resolved following the exchange procedure. In the opinion of the surgeon, it is unknown whether the device caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 01/23/2013. (B)(4).